Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: when the eeaorvil25 was inserted with the normal operation by mouth into the esophagus to the direction of the abdominal stretch, the transparent tube and white connections disconnected. No patient injury; the patient is fine. There was no medical intervention necessary; however, the operating room time for the surgery was extended.